Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed gravity compensation on both master tool manipulators (mtms). Additionally, the fse explained to the surgeon that he should not remove his hands from the mtms when his head is still in the viewer because there is no gravity compensation on the mtms. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was complaining about the universal surgical manipulator (usm)/arm 1. He stated that when he was releasing the master tool manipulator (mtm), the instrument continued to move again for a little bit. The clinical sales representative (csr) stated that the surgeon was an experienced user of da vinci and he stated that the movement were too much. The issue was on arm 1 using bipolar instrument. The technical service engineer (tse) reviewed logs and found many occurrences of 23075 pointing only to the left mtm only during the last past month. The procedure was completed with no patient injury.